Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.